Event description:
It was reported that the right ventricular lead had high threshold and high impedance. The lead remains in use, and the patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator (B)(6) 2006; 305c23 tissue valve (B)(6) 2004; 310f29 tissue valve (B)(6) 2004. (B)(4).